Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation and had not recharged their scs system approximately 2 months ago. Reportedly, surgical intervention was undertaken on (B)(6) 2018 where the ipg was replaced due to being inoperable. Therapy was restored postoperatively and the issue resolved.